Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received an automated delivery restriction notification and subsequently started vomiting during the night on (B)(6) 2026, accompanied by high blood glucose levels of 27 mmol/l (486 mg/dl) and ketones after wearing the pod between 5 and 24 hours. Following advice from their diabetes nurse, the patient presented to the emergency department at groves memorial hospital the same day. The patient stated they spent the afternoon there, received two intravenous bags (specific contents unknown), was unable to eat/drink anything, and was discharged later that day with anti-nausea medication. The healthcare provider noted a few blood ketones ¿but not that much.¿ no further information was provided.